Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the device was discarded. The issues were resolved with the device replacements.

Manufacturer narrative:
E1 phone number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Iit was reported that the patient had a loss of therapy (one pole was defective when they checked impedances ¿ electrode 1 6000-7000). Patient reported that they need to recharge very often and when recharging the recharger was getting hot and turns off. He needs to let the recharger cool down before restarting recharging again. Furthermore, the patient reported that the handset hung up multiple times and has a frozen display. Handset often loses connection or cannot connect with the communicator and/or implanted neurostimulator (ins). Impedance check was done. Connection check between ipg and leads done. Ipg connection to handset checked. Everything seemed to work properly. Patient has forgotten to bring the recharger with him so no check on the recharger possible. All checks are done on (B)(6) 2024. Additional information was received. Patient reported that the wireless recharger stopped working after charging between 70-80% of the ins, and then got really hot. It happened only once. Handset stops working regularly and display was freezing every time, also after restarting. A replacement handset, recharger kit, and communicator were requested. The issue has not resolved. Further information reported that the issues occurred sometime in 2024, the patient was not able to specify exact date. The cause of the impedance issue and loss of therapy was not determined. The action taken was programming was adjusted on (B)(6) 2024, removed + from the defective pole. The loss of therapy was resolved. Cause of the recharger heating was not determined. It was unknown if the recharger and handset issues were resolved as the replacement devices were still in transit/shipping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the device won¿t be returned but the patient got a new device already.